Event description:
During an in clinic follow-up, the device was found in backup vvi mode due to event queue overflow. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.